Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer reported that the patient adapter could not be disconnected from the titanium adapter when using the adapter clamp from the compact prep tray. There was patient involvement but no patient injury or medical intervention.